Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor is unable to be used) has been confirmed. Upon eval, a service code 204 was generated. The cause of the code 204 was due to the monitor's electrode belt interface connector was damaged, preventing secure attachment of an electrode belt. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the monitor screen had a message stating the equipment was unusable. The pt was issued a replacement monitor and electrode belt.